Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer the needle did not have an effective safety lock. During deactivation of the fully implanted catheter, when removing the needle, it did not present the safety lock. Leaving the needle exposed, increasing the risk of biological accidents. Pharmacy, nursing, medical, occupational safety and worker health management were informed. At occasion a biological accident occurred with an employee. It was reported there was no harm to the patient, the accident happened to the nurse who was deactivating the catheter.